Manufacturer narrative:
The valve was patent and passed siphon testing. The valve did not meet requirements for reflux testing. The valve did not pass leak testing, as there were several pin-hole sized punctures in the top of the dome of the reservoir and a tear in the top edge of the delta chamber. It is unk how or when this damage occurred. All pressure-flow and pre-implantation specs were met. Proteinaceous debris was present sparingly across the edges of the valve and on top of the delta chamber, where crystalline debris was also found. This suggests that the valve did have patient contact, despite the initial report claiming that the device did not touch the pt. The instructions for use that accompany the device caution that care should be taken in handling the valve as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR. No impact to the pt was reported.

Event description:
It was reported to medtronic neurosurgery that the doctor allegedly found valve leakage during surgery.